Manufacturer narrative:
Submit date: 8/31/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with and enteral feeding pump. Customer reports: pump powers down by itself. No patient impacted. No further information is available at this time.

Manufacturer narrative:
Submit date: 02/09/2017. An evaluation was performed for kangaroo epump for the reported condition of the unit powering down by itself. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.